Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that therapy was not helping and stimulation was high and barely working since 2015. Additional information received from the patient indicated there were no steps taken to resolve the loss of therapy and the issue had not been resolved. The implantable neurostimulator (ins) was indicated for spinal pain. Additional information received. It was reported that ins was explanted (B)(6) 2016 due to failed therapy.